Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inc. It was reported that the customer was experiencing frequent tubing kinks. The kinking occurs at the end of the IV tubing where it was connected to the patient. They started to experience these issues around the same time that the priming caps were changed on these IV sets. The event occurred during infusion, the tubing folds over and stops the fluids from infusing. There was a patient involvement, this occurs when a patient is hooked up to the infusion. There was no patient harm but creates a delay in patient receiving their IV therapy. There was a delay of therapy, occasionally.

Manufacturer narrative:
A picture was returned showing a folded tube being held up by the secure lock adaptor. The complaint of kinking can be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.